Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (b(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 11-aug-2018, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 15-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-june-29, information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their percutaneous leads removed in (B)(6) 2015 and had a surgical lead placed, but noted that this was not registered. The rep clarified that the lead was removed due to skin corrosion. The event date was asked but was unknown. No further complications were reported/anticipated. On 2020-07-17, additional information received from a manufacturer representative (rep). The rep clarified that the only information they had was the leads were taken out because they came through the skin and were replaced with a paddle in 2015. They indicated that they did not have any other information and stated that there was no other information available and no other information would be made available.